Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant low tni 2x on 1 meter/1 lot. Patient #1 triage=3.98; vista dimension=7.84, 8.03/ controls and qcd pass. Three hours between correlations. Reference range for vista dimension: 0-0.05. Std deviation for vista dimension: 0.004; cv=0.05 . Testing for tni on both instruments. No specific patient information provided. No reported adverse patient sequela.

Manufacturer narrative:
Investigation/conclusion: one low tni result was observed during in-house testing of retained device lot w62028. Although the customer's complaint was replicated, the tni total cv was found to be within the package insert claim. The meter associated with the complaint was returned for investigation. In-house testing of the returned meter did not replicate the customer's complaint. No issues were observed. Manufacturing batch records for lot w62028 were reviewed and found that the lot met release specifications. Further investigation will not be pursued as the customer's reported triage and reference results all had the same clinical outcome. Product deficiency was not established.